Manufacturer narrative:
Upon completion of the investigation it was noted that the complaint was re-opened as the pump was returned for investigation. The initial complaint number was (B)(4). The transaction logs between (B)(6) were provided. The data was analyzed and found that the fill level sensor (fls) readings (6.61ml) did not correspond to the physical drug volume that was extracted during a pump refill (11ml). During the visual observation of the device, it was returned with 4 suture loops. There appeared to be 16 punctures that were observed on the filling septum and 7 punctures in the bolus system. There were slight scratches observed on the outer parts of the pump. 8.67 g of residual liquid were extracted from the pump, and bolus flushed. No resistance was felt. The pump was then tested for valve opening, which passed successfully. The pump was also tested during a 1 hour time period of 1ml/day at 37 degrees celsius. The valve opening times observed during the valve analysis test were consistent with the valve on time extracted from the pump memory. Further pump testing was conducted on (B)(6) and the pump failed the test. An offset of - 5.01ml was observed at the first reading, - 4.24 ml at the second, - 3.41 ml at the third and - 3.40 at the fourth. The test was then repeated but at 37°c, the pump failed the test. An offset of - 4.45 ml was observed at the first reading, - 3.63 ml at the second, - 2.84 ml at the third and - 3.07 ml at the fourth. The pump was tested at a programmed flow rate of 0.24ml/day. Based on the collected data, the pump passed the pump flow test. The pump flow rate average is 0.2329ml/day, which is in the specifications 0.24ml/day (+/-10%). The pressure verification of the pump was performed and met specification. The investigation of the pump could not confirm the effect experienced by the patient. However, an offset of the fls reading has no influence on the flow rate accuracy of the pump. A review of the device history records were performed and confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Complaint has been re-opened as the device was returned for investigation. A new complaint was generated under (B)(4) as we have changed complaint systems and follow up reports cannot be generated off of the original complaint. Affiliate reported that the patient with a pain pump took 4:20 flight. Two hours into the flight she felt nausea but her mother thought that this was the usual thing with flying. The patient fell asleep and slept about 1.5 hours. Before landing they could not wake her up and she was then rushed into a hospital where she currently is. They still cannot wake her up but she is breathing by herself. The doctor believes the incident is related to pressure change from the flight.

Manufacturer narrative:
Vp of medical affairs stated that during his visit to (B)(6) with dr. (B)(6) at the (B)(6) on the (B)(6), he was able to verify that the patient who was the subject of the complaint (B)(4) recovered from her originally described condition of not being able to wake her.